Event description:
Attorney reported: in 2004 - the pt underwent surgery for repair of a ventral hernia. A composix e/x mesh, lot number 43hnd488, was used to repair the pt's hernia defect. In 2008, the pt again had surgery to remove the composix e/x mesh. The pt continued to experience abdominal pain, and discomfort after his multiple hernia surgeries. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.